Manufacturer narrative:
H11: corrective data: corrected section h6: method, result and conclusion codes.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis.  Multiple requests for product return have been performed. The healthcare provider has not returned the explanted valve at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event.  The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through the implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of one (1) year due to thrombus, pannus, severe stenosis and central and peri-valve aortic insufficiency. The valve was replaced with a 23mm 11500a aortic valve. Per the medical records, the patient presented with heart failure symptoms and underwent a redo avr and aortic root patch enlargement. The aortic valve was examined and found to be thrombosed with a thrombus on both the ventricular and aortic sides and likely early thrombus formation resulting in freezing of the valve that appeared to be old fibrinous organized clot. Additionally, there was pannus formation at all three bioprosthetic valve post that were in contact with the aortic wall. The explanted valve was replaced with a 23mm 11500a aortic valve. Tee showed a well-seated functioning bioprosthetic valve with no pvl. The patient tolerated the procedure well and was transferred to the ICU in stable condition. On pod #5, the patient was discharged home with coumadin x3 months and home health nursing in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.